Event description:
Sorin group (B)(4) received a complaint reporting that, during setup, the outlet port of the (B)(4) soft shell reservoir broke off. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the (B)(4) soft shell reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Please note that this report is being filed late. Upon further review of the reported problem, it was determined that this event meets the criteria for a reportable malfunction even though the incident occurred during prime and there was no patient involvement. Sorin group (B)(4) received a complaint reporting that, during setup, the outlet port of the (B)(4) soft shell reservoir broke off. There was no patient involvement. The device was returned to sorin group USA for evaluation. Visual inspection of the returned device confirmed that the connector at the outlet port was broken. The device has been forwarded to sorin group (B)(4) for further evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.